Event description:
It was reported by the sales rep (sr) that the lws (light wave sensor) was not recognized by the intra-aortic balloon pump (iabp), so the account saved the intra-aortic balloon (iab) to send back. However, the fiberoptic cable had been cut during the removal of the iab. On (B) (6) 2010, the sr was in the hosp & followed up with the cardiac care unit (ccu), cath lab. The fiberoptix sensor (fos) iab was not being recognized & they had called the hotline about augmentation issues & dampened waveform. The clinician had a few more questions about afib timing. At this time, the sr tried to troubleshoot by reconnecting the fos, but it was not recognized; the lightbulb remained black & the show status indicated low light. The sr had her demo lws iab catheter & plugged it in. The demo lws correctly recognized & zeroed, so an iabp problem was ruled out. The sr asked the clinician to save the iab when it was discontinued, as she would be back in the hosp on (B) (6) 2010. On (B) (6) 2010, the sr spoke to the rn in the ccu unit, cath lab, who located the iab catheter. He told me that the iab had been discontinued on (B) (6) or (B) (6) after weaning pt. The pt did expire, but he felt that it was not related to iabp/iab. He stated the pt waited two days before coming into the hosp & that during the time in between the iab removal & the expiration, they did not consider placing another iab.

Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.